Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
The complaints team received an impact EU study where the patient was on impella 5.5 support and during support, the patient suffered from "delir". The study stated, "this is not directly an impella-related event. A connection to the entire procedure is theoretically possible." No further information was provided.